Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of device - 1 year and 5 months. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, during a routine clinic visit, multiple pump stoppages were observed when interrogating the system controller history. It was observed that the patient¿s driveline had a sharp kink from being tucked into the patient¿s pants, and that while straightening out this portion of the driveline, an unspecified hazard alarm occurred. The vad coordinator did not observed the visual alarms on the system controller. The patient remained asymptomatic. The system controller log file was reviewed by the manufacturer¿s technical services representative revealed pump stoppages and low speed advisory events. The submitted x-ray images showed some possible thinning of the driveline, as well as an area with a sharp bend. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a percutaneous lead (driveline) repair. Upon cutting through the silastic layer, a yellow fluid was observed, and the replacement process was stopped. An ungrounded patient cable was provided to the patient for power module support. On (B)(6) 2016, it was reported that the patient¿s system controller produced a driveline fault alarm. The healthcare professionals cleared the alarm via the system monitor. On (B)(6) 2016, the patient underwent a pump exchange. Only the pump was exchanged; the inflow conduit and outflow graft were not replaced. During the pump exchange procedure, a cut in the driveline near the pump was observed. The lvad clinicians suspected the cut was from the driveline rubbing against the pump. No additional information was provided.

Manufacturer narrative:
The report of low speed operations and pump stoppages while the system was connected to the power module patient cable was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file captured intermittent low speed operations, pump stoppages and driveline disconnects between (B)(6) 2016. Furthermore, submitted x-rays showed some metal shielding breakdown in the external portion of the driveline, as well as sharp bends in the internal and external portions of the driveline. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline. However, a root cause for these events in addition to the report of fluid ingress underneath the driveline jacket, possible abrasion of the driveline against the pump, tear in the internal driveline jacket, and suspected driveline wire damage could not be confirmed based on the evaluation of the returned driveline. The explanted pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The severed portion of the driveline, the sealed inflow conduit, the sealed outflow graft, the bend relief and bend relief collar were not returned. No depositions were found inside the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the outer jacket, bionate, metal shielding, or wires was identified. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.